Manufacturer narrative:
This report is for an unknown screws: trauma/ unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the retrograde femoral nail. The broken screw and nail were removed. The nail was not broken and there was one (1) screw broken. There was no surgical delay. Procedure was completed successfully. Patient outcome was unknown. Concomitant devices reported: ti spiral blade 70mm for ti retrograde femoral nails-ex (part number 04.013.046, lot 7763726, quantity 1), 5.0mm titanium locking screw with t25 stardrive 60mm for intramedullary nail (part number 04.005.550, lot unknown, quantity 1), 5.0mm titanium locking screw with t25 stardrive 38mm for intramedullary nail (part number 04.005.528, lot unknown. Quantity 1), 5.0mm titanium locking screw with t25 stardrive 30mm for intramedullary nail (part number 04.005.520, lot unknown, quantity 1), titanium end cap t40 stardrive 0mm ext retro femoral nail-ex spiral blade (part number 04.013.000, lot 7755769, quantity 1), 13mm titanium cannulated retro/antegrade femoral nail-ex/360mm (part number 04.013.752, lot 6296116, quantity 1). This report involves one (1) screws: trauma. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b7: medical history updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.